Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Patient was in permanent atrial fibrillation, and ablation of the atrioventricular node was performed on (B)(6) 2015. Reportedly, the defibrillator was programmed in noise mode, with ventricular sensitivity at 4mv. During radiofrequency shots (cauterization), the defibrillator was totally inhibited, even when applying a magnet. Reportedly, the patient had a ventricular pause of more than 15 seconds, with malaise.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Patient was in permanent atrial fibrillation, and ablation of the atrioventricular node was performed on (B)(6) 2015. Reportedly, the defibrillator was programmed in noise mode, with ventricular sensitivity at 4mv. During radiofrequency shots (cauterization), the defibrillator was totally inhibited, even when applying a magnet. Reportedly, the patient had a ventricular pause of more than 15 seconds, with malaise.